Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump started delivering the maximum bolus amount in the middle of the night. The customer stated that she woke up out of her sleep and was able to correct the issue. She noted that she did not remember the exact blood glucose reading at the time of the incident, but estimated that it was low around 70 mg/dl. The most recent blood glucose reading was 169 mg/dl. The customer was able to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.